Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ventricular tachycardia exacerbated by left bundle branch area pacing. Heart rhythm case reports. 2023;9:653¿658. Doi:10.1016/j.hrcr.2023.06.015. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding ventricular tachycardia exacerbated by left bundle branch area pacing (lbbap). The authors described a patient one month post implantable pulse generator (ipg) system implant, experiencing syncope a which correlated with sustained ventricular tachycardia (vt) seen on device interrogation. Given the patient¿s high ventricular pacing percentage, the patient underwent an upgrade to a cardiac resynchronization therapy defibrillator (crt-d). Two months after device upgrade, the patient presented to the emergency department with chest pain and vt, which were terminated by anti-tachycardia pacing (atp). During follow up two months later, the patient had a few instances of lightheadedness associated with vt episodes that were terminated with atp. A few months later, the patient presented with multiple vts. These were terminated with atps but reinitiated after 4-5 a-v sequential pacing beats, which were treated with shocks. The lead was reprogrammed, however, two weeks later, the patient continued to experience episodes of incessant, nonsustained vt and dizziness. Reprogramming was conducted again, along with radiofrequency ablation at the right ventricular (rv) insertion site of the lbbap lead. A week later, the patient experienced further vt episodes requiring shock thera py. Ultimately the lbbap lead was explanted, and a left ventricular (lv) lead was implanted. A catheter ablation was required, and the patient¿s vt episodes subsided. The status of the lead is unknown. No additional adverse patient effects were reported.